Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was used for treatment. During the procedure, it was noted that the balloon ruptured. The device was removed from the patient completely and the procedure was completed with a different device. No patient were complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole 1mm distal to the distal edge of the proximal markerband. A visual and microscopic examination observed no damage to the tip, blades or markerbands. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at 74.5cm distal to the strain relief. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.50 flextome cutting balloon was used for treatment. During the procedure, it was noted that the balloon ruptured. The device was removed from the patient completely and the procedure was completed with a different device. No patient were complications reported and the patient's status is good.